Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was completed with cryo. The patient was asymptomatic; however, x-ray showed the diaphragm was not moving the day after the procedure. No further patient complications have been reported as a result of this event.